Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to interface board. Unable to confirm alarm, low battery alert, off no power alert and unable to perform any tests due to blank display.

Manufacturer narrative:
Insulin pump received with blank display, problem isolated to interface board. Unable to confirm spi to motor pic communication error alarm, low battery alert, off no power alert and unable to perform any tests due to blank display.

Event description:
The customer reported via phone call that the insulin pump had off no power alarm and battery power loss. The customer¿s blood glucose level was unknown at the time of the incident. Customer states they did receive a low battery alert prior to the off no power alert and this was the second occurrence of off no power. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.